Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint cannot be verified, and the product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The occlusion limits were tested successfully on the diagnostic test system and meet the specifications. No malfunctions were observed with the returned blood glucose meter/remote. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.

Event description:
Patient reported administering a bolus via the infusion device on (B)(6) 2012 and still experienced hyperglycemia. Patient stated the infusion device did not show an occlusion error message. Patient reported noticing the countdown of the bolus from her meter. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and meter for evaluation.